Event description:
It was reported that stimulation was unable to be adjusted. A ¿call your doctor¿ icon was seen and a power on reset (por) condition was noted. This message was first noticed the week prior when the patient noticed they were not feeling stimulation and having leaking. A loss of therapeutic effect was noted. When trying to increase stimulation, the por message came up. It was indicated the patient had not had any medical procedures that could have caused the por. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was due for a battery change as well as moving the battery site because it was bothering them. The procedure was cancelled the day of ¿because the representative was unable to make it.¿ the patient was shaking and dehydrated and they gave them intravenous fluids. It was later reported the representative was unable to make it do to ¿things beyond their control.¿ ultimately the decision to cancel the procedure was made by the physician. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# v223177, implanted: 2009 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting pain from the pocket area.